Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump was not working and was submerged in water. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer reported that the display did not return after inserting a new battery. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer's response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit gave a critical pump error (open book). No blank display was noted. Unit was downloaded successfully using thump software for reference. Unable to perform sleep current measurement test, active current measurement test, and self-test due to display anomaly. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Severe corrosion was noted on the motor force sensor flex connector gold traces and electronic assembly, leading to critical pump error (open book). Unit was also received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, missing display window/cover, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for blank display were not confirmed when unit powered on with critical pump error (open book). However, customer allegations for exposure to moisture were confirmed when critical pump error (open book) was caused by corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.